Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this device battery depleted within thirty six months of implant. A review of device memory revealed several anti-tachycardia episodes. It was thought these episodes were due to oversensing noise that resulted in inappropriate shock and antitachycardia pacing therapy. There was concern the battery depleted more rapidly than expected. A replacement procedure was performed. This device was removed, replaced and returned for analysis. Upon removal, visual inspection of the right ventricular lead revealed insulation damage thought due to the placement of the lead in the pacemaker pocket. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.